Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded normal limits, resulting in a "high" reading. A correction bolus was delivered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.